Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event was made. The cause for this specific event cannot be ascertained from the information provided. The common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. Therefore, zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately eleven years post implantation due to elevated metal ions and adverse tissue reaction. Attempts to obtain additional information have been made; however, no more is available.